Event description:
A health care professional reported with a description of defective intraocular lens (iol) device. Additional information has been requested, received and stated iol jammed in the shooter. Procedure was completed during initial procedure with another lens of same diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).